Event description:
Type ii diabetic was feeling ill, was sweating which concerned family member. Family member used device to check diabetic's blood glucose and obtained a value of 173 mg/dl. Medics were called to the home and the medics device (type unknown) provided a blood glucose value of 56 mg/dl. The diabetic was treated by the medics with oxygen, intravenous fluids, and an injection of d50. A hosp lab value was 39 mg/dl upon arrival. User of device was not using glucose control solutions as directed in labeling to check system performance.